Event description:
The customer reported that while the iabp was in use on a pt during transport the iabp alarmed "low battery" and immediately shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer's biomed was unable to determine if the battery was fully charged prior to the event. He advised that the battery would not run for 1.5 hours during a runtime test. A company service representative subsequently evaluated the iabp, and observed that the batteries were not properly secured to the cart. There was a 2 inch gap between console and the cart. The company representative seated the console properly and replaced the batteries at the customer's request. The iabp was tested to factory specification. It functioned normally and was returned to the customer.